Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that patient had both device replaced with catalog number 3341205. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered leakage at the valve. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 150cc saline breast implants which the left side deflated, and the right side had issue with capsular contracture after implantation. As a result patient underwent bilateral removal and replacement as "follow": left replaced with serial number (B)(4), and right replaced with serial number (B)(4) on (B)(6) 2018. This report is for the right side.

Manufacturer narrative:
On 2/13/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).